Manufacturer narrative:
The suspect device is not expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during post-deployment dilation, as part of a avf treatment, the guidewire perforated the patient's vein.

Manufacturer narrative:
The suspect device is not expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during post-deployment dilation, as part of a wave avf treatment, the guidewire perforated the patient's vein.